Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log. The drain volume was 3084 ml (drain volume of 1716 ml + post therapy drain volume of 1368 ml) during cycle 5. Fill volume was 1800 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test, but failed the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. Use error. Tidal uf removal set too low. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.